Event description:
Patient presented into the ER after receiving several shocks, though he was not feeling symptomatic at the time. Upon interrogation, high pacing lead impedance was observed. Review of the egms showed noise on the ventricular channel which led to inappropriate therapy. Lead insulation damage was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.